Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtms), however, the hook moved in the opposite direction. No damage to the back-end components on the instrument was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument would not respond as expected to the surgeons' movements.